Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. Additional details regarding the event have been requested. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer (fse) went to the customer's site and confirmed the speaker failure. The fse replaced the speaker and confirmed the device was functional. The device remains at the customer's site.

Manufacturer narrative:
Additional information was received that the device had no sound and the device displayed a speaker malfunction error message.